Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hip replacement. According to the reporter: the doctor stated that he hit a bone and the needle broke, needle was recovered. Doctor used another device to continue the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.